Event description:
An issue was reported with the speaker and vibrate function of a pump, as the speaker was not audible despite the settings being correctly configured. There was no adverse impact to the customer's blood glucose level. Technical support directed the customer to attempt various troubleshooting steps, but the issue persisted, leading to the decision to replace the pump. Technical support confirmed the shipping address and instructed the customer on how to put the pump into storage mode and return it using a pre-paid label. The customer was informed of the need to configure the replacement pump with the existing settings and acknowledged all instructions provided.